Manufacturer narrative:
The device was returned to olympus for further inspection. Based on the investigation, the most probable cause is damage to components due to wear, and forms of physical stress. The most likely explanation for the complaint is an expected or random component failure without any design or manufacturing defect. If additional relevant information becomes available, a supplemental report will be submitted. Olympus will continue to monitor the device¿s field performance.

Event description:
During device evaluation, corrosion caused by water leakage was observed on the control unit of the rhino-laryngo videoscope. There was no patient involvement.